Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented with post-paced t-wave oversensing. Programming changes were recommended.

Event description:
New information received notes that the prior recommended programming changes were made. Subsequently, the patient presented to clinic after receiving a patient notifier. Post-paced t-wave oversensing was observed once again. Additional programming changes were recommended.